Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The returned advanix rx pancreatic stent was analyzed, and a visual evaluation noted that the stent was kinked at pigtail section. Additionally, the rx pusher was also noted to be kinked. No other problems with the device were noted. The reported event was not confirmed. According to the product analysis, the issue occurred during procedure, it is most likely that handling and manipulation of the device during procedure could have contributed with the reported event, also advancing the device over the guide wire could have kinked the rx pusher and the stent at the pigtail section. It is possible that the failures mentioned could cause the stent to not be able to return to its original position (pig tail). Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that an advanix rx pancreatic stent was used during an endoscopic retrograde pancrea drainage procedure in the pancreatic duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the stent did not roll up causing it to slip. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed the pancreatic stent was kinked; therefore, this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.